Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d8, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product identified signs of implantation in the form of wear, deformation, pits, and gouges. The post of the articular surface has fractured off and was not returned. Device was submitted for further analysis. Analysis determined that the articular surface showed light pitting, wear and abrasions on the superior surface, with light gouging on the inferior surface that was likely related to explantation. Both condyles displayed pitting, scratching and gouging near the base of the post. The fracture surface appeared smooth, suggesting continued wear after the post fragment separated. The inferior side also showed plastic deformation on the locking mechanism, likely from explantation. The overall findings suggest the post fracture was possibly due to overloading, potentially worsened by repeated impingement during hyperextension. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pre-revision notes: increasing instability and inability to bear weight on rle. Rom 5-100 degrees, ml instability and with standing does have 10-15 degree recurvatum. Revision notes: procedure: right tka revision and extensor mechanism reconstruction. Soft tissues debrided & tka grossly unstable. Polyethylene post was fractured. The post could not be retrieved. The wound was thoroughly irrigated. Components are well fixed. No complications. Radiographs were provided and reviewed by a health care professional, and it was determined further review would not enhance the investigation. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, b7, d2, d6a, g1, g3, g6, h1, h2, h6, and h11. Corrected: h4.

Event description:
It was reported a patient was revised approximately three years and four months post implantation due to instability, inability to bear weight, and limited range of motion. The patient had an initial right total knee arthroplasty following a traumatic motor vehicle accident. Subsequently, the patient began to experience instability, inability to bear weight, and limited range of motion and underwent a revision. During the revision, the polyethylene post was fractured, the poly was upsized to 20mm, all other components were retained, and the procedure was completed without complication. At the two-week follow-up, the patient was doing well with minimal pain.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to a fractured post on the articular surface. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
It was reported that a patient was revised due to instability and a fractured post on the articular surface. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This report is being submitted to provide additional information.